Event description:
New information notes that a procedure was performed only for the rv lead the ra lead had no issue and remains implanted. Rv lead reported under 2017865-2021-13305. The patient is stable.

Event description:
Additional information received noted that the right ventricular lead was explanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was not confirmed. As received, only the connector portion of the lead was returned in one piece for analysis. Electrical testing, visual inspection, and x-ray examination did not find any anomalies.

Event description:
It was reported that atrial lead noise was observed which inhibited ventricular pacing. It was unable to change sensitivity to avoid noise. Lead revision will be scheduled. The patient is stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.